Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the water leaked from the tube, and the tip was jammed. Other devices were used to complete the case. There were no adverse consequences to the patient.